Event description:
It was reported that the patient underwent open reduction and internal fixation of left acetabular fracture and left proximal humerus fracture under general anesthesia. After the operation, the patient was transferred to sicu. Due to the long operation time and low postoperative temperature, the disposable warm liquid pipeline was used to warm the blood according to the doctor's instructions. The nurse found that the outlet interface was leaking during exhaust and could not be used any more, replaced the warm liquid pipeline immediately. Reporter stated there was a delay in therapy.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the patient underwent open reduction and internal fixation of left acetabular fracture and left proximal humerus fracture under general anesthesia. After the operation, the patient was transferred to sicu. Due to the long operation time and low postoperative temperature, the disposable warm liquid pipeline was used to warm the blood according to the doctor's instructions. The nurse found that the outlet interface was leaking during exhaust and could not be used any more, replaced the warm liquid pipeline immediately. Reporter stated there was a delay in therapy.